Manufacturer narrative:
The patient was sent a new blood glucose meter and test strips. An investigation will be performed but has not yet begun.

Event description:
The member compared livongo's reading to a hospital capillary lab test and it was outside of the 20% range.